Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited loss of capture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.